Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp), who reported that there was a wrong medication put in the pump. In an abundance of caution, the patient returned. And new med (same concentration/same pharmacy) was placed in her pump. At this second refill it was noted, that the patient had an acute fall on (B)(6) 2020, and was receiving oral opioids, not previously noted. The cause of the patient not getting medication/no feeling affects was determined. Per the hcp, the acute pain was, due to the fall. And the patient now acutely not receiving a large dose of oral opioid from her other physician. To resolve the issue, the patient continued medication as previously used and programmed in the pump. And she was acutely prescribed oral opioids, as she was prescribed by the other physician. The pump was refilled with the same medication. The issue was resolved. The patient was getting her pump medication as programmed. And noted, on telemetry and her large dose of supplemental oral opioids were restarted. And she was to titrate off oral meds. Her acute pain improved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine ( 30 mg/ml at 13.232 mg/day) via an implanted infusion pump. It was reported the patient's pump was refill, on (B)(6) 2020, and patient noted "something went wrong" as they put the wrong medication in the pump. It was noted the pump wasn't giving any medicine and the patient wasn't feeling the effects. The patient felt like a train had hit them on (B)(6) 2020. The patient went back and they took the medication out and put in the correct medication which resulted in a little relief but not the full pain coverage the patient was used to. The patient went back in on either (B)(6) 2020 or (B)(6)2020 to check the pump and it was noted the pump wasn't turned on. It was noted the patient had not heard any alarms. The patient was redirected to their hcp to check the pump.